Manufacturer narrative:
(B)(4).

Event description:
It was reported "part of the catheter sheared off from the needle. The sheared part of the catheter was not in the patient. Patient was fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "part of the catheter sheared off from the needle. The sheared part of the catheter was not in the patient. Patient was fine."